Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to software issue. Field service engineer recovered the drawer in storage space configuration. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed. The customer reported that users were unable to remove medications from drawer. There was no delay in patient care as the user was able to obtain the medications from other pyxis. There were no adverse events or injuries reported based on this event.